Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a procedure on (B)(6) 2017 to explant/replace the patient's leads (reference MFR report# 3006705815-2017-00583 and MFR report# 1627487-2017-02806), the patient lost movement and feeling in her legs. As such, the patient was taken back into the or for decompression. Follow-up information identified the patient has since regained sensation in her legs; however, she has yet to regain movement. Although the issue remains unresolved, no further interventions have been planned at the time.